Manufacturer narrative:
The explanted devices were not returned to bsn. Event date: (B)(6) 2015

Event description:
A report was received that the patient was admitted to the hospital and stayed for ten days with two drains in the spine. It was noted that the patient had developed (B)(6) infection. The patient was prescribed three different antibiotics and underwent an explant procedure. No further course of action.